Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument went into the lock out mode. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. The procedure was a robotic assisted lap sleeve gastrectomy. The issue did not occur after a system fault. Jaws were not stuck on tissue. There was no adverse effect to the tissue. There were no photographic images and no video recording.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to fail during initialization based on log review. The stapler instrument was found to have a high drivetrain friction initialization failure-based log review, preventing the stapler from entering into following. The instrument was placed on an in-house system and passed the initialization test on 3 of 3 attempts.